Event description:
It was reported intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer reloaded the original supplies to resolve the issue.